Manufacturer narrative:
The suspect device was returned for evaluation. The returned device helical retractor manipulator arm was observed to have detached. The root cause of this failure is unknown. The complaint was not confirmed. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges during the tif portion of a ctif procedure done by physicians at (B)(6) hospital (22002). When doing the egd post hiatial hernia repair large amounts of food was noticed in the esophagus, distal esophagus, and stomach. They decided to continue with the tif portion after using an endoscopic net, irrigation, and suction to remove enough food particles from the area to complete said tif (note there was still food particles throughout the stomach and esophagus). After finishing the 6 fires of the tif procedure dr. Siddiqui attempted to remove the helical tractor from the tissue at the 1'oclock position in order the move to the next clockface location but it would not disengage the tissue. After repeated attempts at turning the helix to remove it from tissue the helical retractor knob and rod (that is attached to the helical retractor cable) separated completely from the esophyx device while still with the helical retractor engaged in tissue. Physician cut into the esophyx device soft shaft to gain access to the helical retractor cable. They grabbed the cable with hemostat and pulled the cable back in order the disengage the helix from the tissue at 1 o'clock and safely place the helix back into its channel. Once the helix was back in the channel the normal steps to safely remove the esophyx device took place. A repeat egd was done and they decided not to open a 2nd device to complete the tif procedure. No additional patient consequence to report.